Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during vitrectomy surgery, air was "insufflated" into the eye instead of fluid. No significant pressure was applied to the eye. Postoperatively, the surgeon noted a slight reoccurrence of intravitreal hemorrhage. It is not known if the surgeon believes this reoccurrence is related to the event.